Event description:
It was reported that the screen on quick bolus button stopped functioning. The device will power up when plugged in to a power source. Bg levels were not impacted.

Manufacturer narrative:
The device has been received for evaluation; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.